Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the (B)(6) trial. (B)(4). Approximate age of device- 150 days. The patient remains ongoing on vad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. On 28feb2018, it was reported that the patient was seen in the vad clinic for evaluation of driveline after 2-4 weeks of yellow pus driveline exit site. The patient was given bactrim for home and planned to be admitted for intravenous antibiotics and debridement. Incision and drainage/driveline debridement with penrose drain placement was performed on (B)(6) "2019". Tissue cultures with (B)(6) were (B)(6). Infectious diseases specialist was consulted on (B)(6) 2018. The patient was initially started on vancomycin and transitioned to cefazolin to continue for six weeks. No additional information was provided.

Event description:
It was reported that the patient presented with 1 of the 2 blood cultures positive for staphylococcus capitis and staphylococcus saprophyticus, suspect contaminant on (B)(6) 2018. On presentation afebrile, no leukocytosis were observed. Abdominal incision and driveline (c/d/I) did not show any signs of infection. The patient did not meet the criteria for systemic inflammatory response syndrome (sirs). The patient did not have a suspected or proven infection. During an informal consult, transplant infectious diseases specialist said it was likely a contaminant. The patient was given speciated to cons and recommended stopping vancomycin and resuming home cefazolin. Upon repeat admission, blood cultures had no growth at 24 hours. The patient continued cefazolin for previously planned duration and the tentative end date was (B)(6) 2018.

Manufacturer narrative:
A specific cause for the reported driveline infection could not conclusively be determined through this evaluation. It was reported that the patient was seen in the vad clinic on (B)(6) 2018 for evaluation of driveline after 2 to 4 weeks of yellow pus draining from the driveline exit site. The patient was given bactrim for home and admitted to the hospital for debridement and intravenous antibiotics. On (B)(6) 2018, incision & drainage and debridement with a penrose drain placement were performed. The patient cultured positive for methicillin-resistant staphylococcus aureus (mrsa). Infectious disease was consulted. The patient was started on vancomycin and transitioned to cefazolin (to be taken for another 6 weeks). On (B)(6) 2018, the patient''s blood cultures were positive for gram-positive cocci staphylococcus in clusters (cons /coagulase negative staphylococcus/staphylococcus capitis and staphylococcus saprophyticus). The patient was admitted to the hospital. On presentation, the patient was afebrile and had no leukocytosis. The abdominal incision and driveline that had been treated previously (incision & drained and debrided) were without signs of infection. The patient did not have sepsis - did not meet sirs criteria. Blood cultures at 24 hours were negative (no growth). The patient was continued on cefazolin for the previously planned duration (6 weeks) with a tentative end date of (B)(6) 2018. The patient was scheduled for a follow-up visit in the clinic on (B)(6) 2018 with a infectious disease consult recommended. The issue was reported as resolved on (B)(6) 2018. The patient remains ongoing on the pump and no additional issues have been reported at this time. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.